Event description:
Two endeavor sprint rx drug-eluting coronary stents were deployed in a patient to treat a lesion located in the proximal rca (MFR report # 2953200-2010-00678, 2953200-2010-00679). Patient's cardiac status at time of procedure was stable angina. A revascularization of the proximal rca was carried out approximately 2 months following index procedure, due to restenosis after previous ptca. A revascularization of the 1st obtuse marginal was also carried out on the same day. Two endeavor sprint rx drug-eluting coronary stent were implanted (MFR report #2953200-2010-00680, 2953200-2010-00681). At 6 month follow-up patient displayed stable angina. Approximately 9 months post index procedure, the patient had an acute non-stemi. Ptca revascularization was performed. Investigator has indicated that the target lesion was involved. It was reported that the patient died approximately 17 months following index procedure. Cause of death was ischemic heart disease related to atherosclerosis. An autopsy was performed which noted patent stent in the left circumflex. An occlusion of the right coronary artery was noted. Investigator reported that the event was related to the study stent. Investigator reported that the death was not associated with an mi or stent thrombosis.

Manufacturer narrative:
(B) (4): evaluation results: revascularization, mi, death.